Event description:
It was reported that the attachment overheated while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was debris contained inside the device, as well as, lack of oil in the device.